Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing impedance measurements on the right ventricular (rv) lead increased from 800 to 1713 ohms in approximately five months. The sensing amplitude had also decreased slightly. Radiography was performed and the lead remained in the same position. The patient had lost weight during the period of time the impedance measurements increased. Subsequent information was received that the impedance measurements had increased to greater than 2000 ohms. The threshold measurements slightly increased also. Boston scientific technical services (ts) suspected there was a lead tip/tissue interface change, such as fibrosis or encapsulation. The physician agreed. The rv lead and device successfully cardioverted ventricular tachycardia (vt). This patient is not pacemaker dependent. This patient will continue to be monitored appropriately. No adverse patient effects were reported.